Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist spoke with the customer, who stated that a field service technician (fst) was already onsite resolving another case but would also assist in addressing this issue. No further repair details were provided for this device. The case was closed with a note indicating the "fst resolved" no further information was obtained as the technical support specialist (tss) was not suppled a name for the fst.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es cubie failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es cubie failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.